Manufacturer narrative:
This device remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the conclusion code known inherent risk of device was selected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Additionally, the health care professional (hcp) noted a pericardial effusion. The device was reprogrammed to left ventricular (lv) pacing only. This rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Additionally, the health care professional (hcp) noted a pericardial effusion. The device was reprogrammed to left ventricular (lv) pacing only. This rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.